Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced loss of connection between insulin pump and mobile application. The customer reported no adverse event. The event involved product mmt-6101. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.8.0) installed on samsung galaxy s23 (android 14) with mmt-1885 780g pump (software version 6.23v) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. Issue is confirmed. After investigating logs we see one instance of pairing failure and on the same day he has been facing with network failure most of the times , it looks like the device was connected to an unstable network and was unable to connect to our servers. Hence the ""com.medtronic.minimed.data.carelink.exception.carelinkunknownhostexception: network failure, cannot reach server"" error was seen. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: clear data of bluetooth app: settings â¿¿ apps â¿¿ manage apps â¿¿ find and tap on bluetooth app â¿¿ clear data 2. Reset network settings: settings â¿¿ connection & sharing â¿¿ reset wi-fi, mobile networks, and bluetooth â¿¿ reset settings 3. Uninstall app -> restart phone -> turn bluetooth off then on -> reinstall app 6 step recommendation: recommendation for users seeing pairing failure: remove the mobile device from the pump. Check the phoneâ¿s bluetooth settings and ensure there are no previously paired pump devices. If any are listed, select ""forget"" to remove them. Uninstall/remove the mmm app from the mobile device. Restart the mobile phone. Reinstall the mmm app & then make sure bluetooth is on launch the app and begin the pairing process. (Ensure app is in the foreground while pairing) important: since step 4 (restarting the phone) is critical, please make sure to contact the customer using an alternate phone number (not the affected device). This will allow them to complete the steps without interruption during the call or missing any steps. The helpline has not yet confirmed whether the recommended steps have successfully resolved the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.